Manufacturer narrative:
The reported event that a ¿distal lateral femur plate axsos 3 ti for left femur 18 hole / l379mm¿ broke 5-6 weeks after the implantation, could be confirmed, based on the provided x-rays. Since the actual involved plate was not returned, a visual inspection could not be performed. As per medical records, it was a routine surgery, with mipo technique and a bridge plate fixation construct with only distal locking and not in the shaft. No complications were reported. The patient was seen routinely on ward post op. He was seen at 2 weeks post op for wound assessment, then returned to the clinic at 8-9 weeks for a standard follow up regime. However, the patient reported a 3-week report of increasing pain and clicking/deformity, and the plate failure occurred approx. At 5-6 weeks after the implantation. It was also reported that the patient will try to avoid revision surgery by keeping the broken plate to see if the bone will unite on its own. As per clinical expert, if the patient does not want to have another operation, one can wait for consolidation. I would recommend x-ray-control monthly, no weight should be put on the leg. Prophylaxis for thrombosis. If it shows further consolidation and no additional dislocation and reduction of pain in four weeks, the surgeon has to decide whether a little weight (20kg) can be put on the leg. After another four weeks the weight can be increased further. In the case of further dislocation, the material has to come out, add bone to the fracture site, an additional plate from anterior or from medial and no weight on the fracture site for 8-10 weeks. As per IFU (B)(4): the plates are intended only to assist healing and are not intended to replace normal bone structures. No fracture fixation device that is subject to material fatigue can be expected to withstand activity levels in the same way as would a normal healthy bone. The fracture fixation system, therefore, will not be as strong, reliable or durable as a normal human bone. These implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important. Therefore, the patient should be well informed that the device cannot and does not replicate a normal healthy bone, that the device can break or become damaged as a result of strenuous activity, trauma, mal-union or non-union and that the device has a finite expected service life and may need to be removed at some time in the future. It is also common that adverse results may be clinically related rather than device related. Such a case would be obesity. As per IFU (v15013), the risk of post-operative complication (e.g. Failure of an implant) is higher if patients are obese and/or cannot follow the recommendations of the physician. An overweight or obese patient can produce loads on the implant that can lead to failure of the fixation of the device or to failure of the device itself. These devices can break when subjected to the increased loading associated with delayed unions and/or non-unions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patients activity level will dictate the longevity of the device. This is consistent with the provided patient information, according to which the patient can be categorized as moderately obese (in the best case scenario). If the patient did not follow properly the immobilization instructions of the surgeon, it is quite possible that the fracture was not able to heal and this led to the reported breakage of the plate. Based on investigation, the root cause was attributed to a patient related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Customer has reported a axsos iii distal femur plate failure. The customer further reported that at present, the patient is keeping his broken plate inside his own leg. He does not want revision surgery just now, and there is a small chance he will progress to union at this point. The surgeon has queried whether medial adaptive/adjunctive plates may be necessary in this case.

Manufacturer narrative:
The reported event that a ¿distal lateral femur plate axsos 3 ti for left femur 18 hole / l379mm¿ broke 5-6 weeks after the implantation, could be confirmed, based on the provided x-rays and the device that was returned for evaluation and matches the reported failure mode. The visual inspection revealed that the plate is broken in 2 pieces and the breakage point is located along the 4th shaft hole. The surface of the plate is quite scratched, most likely caused during contouring, implantation and/or explantation, while the holes of the plate have deformed threads. All the broken surfaces present a combination of fibrous and polished area (most likely due to the continuous friction of the pieces together). One of the broken surfaces present chevron marks, which point out to the origin of the fracture and indicate that it started at the top edge and progressed across the shaft until the remaining material was no longer strong enough to support the load and it finally broke (instantaneous zone). The two parts can be put back together in good alignment, which indicates a fatigue fracture. Such fractures can occur under repeated or fluctuating stresses. Fatigue fractures begin as a microscopic crack/cracks that grow as force is applied repeatedly to a part. As per medical records, it was a routine surgery, with mipo technique and a bridge plate fixation construct with only distal locking and no shaft locking. No complications were reported. The patient was seen routinely on ward post op. He was seen at 2 weeks post op. For wound assessment, then returned to the clinic at 8-9 weeks for a standard follow up. However, the patient reported a 3-week report of increasing pain and clicking/deformity, and the plate failure occurred approx. At 5-6 weeks after the implantation. The amount of time passed indicates a delayed union. Usually a delayed union is present when an adequate period of time has passed since the initial injury, without achieving bone union. It was also reported that the patient will try to avoid revision surgery by keeping the broken plate to see if the bone will unite on its own. As per clinical expert, if the patient does not want to have another operation, one can wait for consolidation. I would recommend x-ray-control monthly, no weight should be put on the leg. Prophylaxis for thrombosis. If it shows further consolidation and no additional dislocation and reduction of pain in four weeks, the surgeon has to decide whether a little weight (20kg) can be put on the leg. After another four weeks the weight can be increased further. In the case of further dislocation, the material has to come out, add bone to the fracture site, an additional plate from anterior or from medial and no weight on the fracture site for 8-10 weeks. However, since the plate was returned it is evident that the patient proceeded with the revision. The received postoperative x-rays show a burst area with a gap resulting in insufficient bone support. No screws have been backed out and no screws were broken. Only the plate was broken, and the breakage area matches with the gap in the bone. All these indicate that the fracture was not sufficiently healed for the weight bearing which was subjected to. Since the bone was not prepared to support such forces, they were all transmitted to the plate, which, eventually, broke. As per IFU ((B)(4)): the plates are intended only to assist healing and are not intended to replace normal bone structures. No fracture fixation device that is subject to material fatigue can be expected to withstand activity levels in the same way as would a normal healthy bone. The fracture fixation system, therefore, will not be as strong, reliable or durable as a normal human bone. These implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important. Therefore, the patient should be well informed that the device cannot and does not replicate a normal healthy bone, that the device can break or become damaged as a result of strenuous activity, trauma, mal-union or non-union and that the device has a finite expected service life and may need to be removed at some time in the future. It is also common that adverse results may be clinically related rather than device related. Such a case would be obesity. As per IFU ((B)(4)), the risk of post-operative complication (e.g. Failure of an implant) is higher if patients are obese and/or cannot follow the recommendations of the physician. An overweight or obese patient can produce loads on the implant that can lead to failure of the fixation of the device or to failure of the device itself. These devices can break when subjected to the increased loading associated with delayed unions and/or non-unions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patients activity level will dictate the longevity of the device. This is consistent with the provided patient information, according to which the patient can be categorized as moderately obese (in the best case scenario). Based on investigation, the breakage was a result of an overload due to a delayed union in an unstable fracture. If the patient did not follow properly the immobilization instructions of the surgeon, it is quite possible that the fracture was not able to heal and this led to the reported breakage of the plate. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Customer has reported a axsos iii distal femur plate failure. The customer further reported that at present, the patient is keeping his broken plate inside his own leg. He does not want revision surgery just now, and there is a small chance he will progress to union at this point. The surgeon has queried whether medial adaptive/adjunctive plates may be necessary in this case.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Customer has reported a axsos iii distal femur plate failure. The customer further reported that at present, the patient is keeping his broken plate inside his own leg. He does not want revision surgery just now, and there is a small chance he will progress to union at this point. The surgeon has queried whether medial adaptive/adjunctive plates may be necessary in this case.